Event description:
Device was used during an endoscopic hernia repair. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.